Event description:
The user facility reported a 65 year-old female was implanted with an impella device for bridge to possible transplant. It was reported that the purge system cracked at the yellow connector while working on a purge bypass. There was no patient harm reported. The pump remained on for 3 days.

Manufacturer narrative:
The investigation into the reported crack in the yellow connector of the purge system has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. During review, it was found that sodium bicarbonate was used as a purge solution and the sidearm retainer was used along with the 3-point fixation technique. A review of the data logs found multiple purge pressure low and purge system open alarms. No further abnormal purge alarms were captured for the remainder of the case. The root cause of the low purge pressure was most likely a damaged yellow luer. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.